Manufacturer narrative:
(B)(4). Manufacturing site evaluation ongoing.

Event description:
Country of complaint (B)(6). Break of thread during use while no tension was exerted.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there is a previous complaint of this code batch. It was received from the same hospital and regarding a similar description, it was closed as not justified after the analysis. (B)(4) units were manufactured and distributed, there are no units in stock. Without samples a proper analysis cannot be done. It is noted of this incidence and if any sample is received in the future, the case will be re-opened and analysed. Note that when no samples are received analysis is limited. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.